Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on unknown date. Blood glucose reading was 28 mg/dl at time of hospitalization. Auto mode feature was not active at time of event. Customer alleges insulin pump was over delivering because of low blood glucose. No further patient complications were reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.